Manufacturer narrative:
The following information has been corrected: d.3. Reason code for no evaluation: other. D.3. If other specify: see h.10 h3 other text : see h.10.

Event description:
It was reported that the unspecified bd pen needle experienced an inability to deliver insulin/medication. It is not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown. Event description per attached email states, " ¿ rear cannula end is broken + gets stuck ".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Investigation summary: level a investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: unable to perform complaint lot history check due to an unknown lot number for broken npe & inability to detach as intended. Investigation summary: customer returned (1) used 32g x 4mm bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported rear cannula end is broken + gets stuck. The returned sample was examined, and it was observed that the non-patient end (npe) cannula was broken, however, no evidence of manufacturing defects was observed on the sample. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannula is user error when attaching the pen needle to a pen injector. The broken npe cannula would have likely broken and subsequently gotten stuck to the septum of the pen injector (as reported). Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken npe cannula, npe cannula gets stuck). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the possible root cause for these issues (broken npe cannula, npe cannula gets stuck) is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd pen needle experienced an inability to deliver insulin/medication. It is not specified whether the product defect was noted prior to, during, or after use. The following information was provided by the initial reporter: material no: unknown batch no: unknown. Event description per attached email states, " rear cannula end is broken + gets stuck."